Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that at the end of a surgical procedure, black water leaked out the battery pack. This black water did not enter the surgical site. There were no adverse consequences, no medical intervention and no delay reported.